Event description:
It was reported that a male patient, who had a rtka, underwent a revision procedure due to instability. The 12mm poly was for a 15mm insert. There were no surgical delays or device breakages during the procedure. The patient was last known to be in stable condition following the event. No x-rays were able to be obtained. The explanted devices are not available for return due to hospital policy. No images were able to be obtained. No further information.